Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from the lot. All available information was investigated, and the reported device damaged by another (caused damage) appears to be a result of patient morphology/pathology and procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other mitraclip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report that the second clip delivery system (cds) interacted with the annuloplasty ring resulting in the single leaflet device attachment (slda) of the first mitraclip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a previously implanted annuloplasty ring. The first clip (B)(4) was implanted on the leaflets, and also had grasped some of the annuloplasty ring. The second clip delivery system (cds) was advanced to the mitral valve, but disrupted the annuloplasty ring which caused the first clip to detach from the posterior leaflet and remain attached to the anterior leaflet (single leaflet device attachment/slda). The second mitraclip grasped both leaflets but it was decided to release the grasp because the mean gradient pressure increased with the grasp. The mean gradient pressure returned to baseline when the grasp was released. No further clips were attempted, and the mr remained at 4. No additional information was provided.